Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the reservoir was unable to lock into place. Customer's blood glucose level was 146 mg/dl. Customer states that there was a crack and a big chunk missing piece on the plastic, quarter of an inch. The insulin pump will be returned for analysis.